Manufacturer narrative:
They thought it might be a cable as he can jiggle it and the system has been working since he checked all the cables. They want to know if there is anything else that they should try. We had the customer reboot the system and requested them to do so quarterly. This is a maintenance issue that is stated in the service manual. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
(B)(4).